Manufacturer narrative:
This pt was randomized to the cypher arm of the study. Pre-procedure medications included aspirin, beta-blockers and calcium channel blockers. Intra-procedure medications included clopidogrel. Pci was performed on a total occlusion lesion in the proximal left anterior descending artery (lad) of 15 mm in length in a 3.0 mm vessel diameter by visual estimate. The (b2) concentric lesion was characterized with an irregular contour. A 3.0x18mm cypher stent was deployed at 16 atmospheres (atm) by direct stenting with satisfactory results. Thrombin inhibition in myocardial infarction (timi) 0 flow was recorded pre-procedure but timi iii was restored post- procedure. Post dilatation was done with a 3.0x15mm balloon at 16 atm. An incidental finding of a dissection is noted to have occurred during the procedure. Add'l details regarding the type, cause and treatment are not currently known. Post-procedure cardiac enzymes were as follows: ck 23.5, ck-mb 21.9 and troponin 100. Post-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt was hospitalized with 12 days of the procedure for chest pain. Ck and ck-mb were normal. No acute coronary syndrome. F/u was made with the pt approx one mo later. The pt had stable angina (ccs1). Ongoing medications included alprazolam, aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. F/u was made with the pt at the six-mo interval. The pt had no anginal complaints. Ongoing medications included alprazolam, aspirin, clopidogrel, statins, ace inhibitors, and beta blockers. F/u was made with the pt at the 1-yr interval. Ongoing medications included alprazolam, aspirin, clopidogrel, stains, ace inhibitors and beta-blockers. Ongoing medications included alprazolam, statins, ace inhibitors and beta blockers. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt.

Event description:
As reported by the study, during the 3 yr telephone f/u with the pt, it was learned that approx 22 mos after percutaneous coronary intervention (pci), the pt had a coronary artery bypass graft surgery. It is not known if it was target vessel related and add'l info is not available. In addition, there was an incidental finding of a dissection during the index procedure.